Manufacturer narrative:
The tibial component can not be evaluated as it has not been returned for evaluation but rather retained by the pt. Two requests for add'l info have been sent. User facility info is unobtainable.

Event description:
Rptr states, pt had a revision of a pca primary tibial component due to loosening. Baseplate explanted and replaced with compatible tibial component. Rptr also stated, some osteolysis was exhibited on the tibia.